Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false positive rheumatoid factor (rf) results that were not reported out of the laboratory. No sample information was provided except that sample results are between 21 to 26 iu/ml. No reports of patient impact were attributed from this event.

Manufacturer narrative:
No system issues were noted. A new reagent lot was sent to the customer. Service was not dispatched for this event, as this was a reagent issue.

Event description:
...